Event description:
It was reported when the patient presented in clinic with pocket erosion and drainage from the pocket. The physician elected to explant the device and the leads. The patient was stable following the procedure.